Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing discrepancies between her sensor readings and blood glucose. The customer's insulin pump threshold suspended, due to a low sensor reading when customer's blood glucose was actually at 350 mg/dl. Customer's blood glucose rose to 479 mg/dl, due to the threshold suspense caused by low sensor readings. During troubleshooting, the most recent sensor glucose reading was 48 mg/dl. Calibration and insertion techniques were discussed. Customer declined further troubleshooting.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.